Manufacturer narrative:
Repair traveler is being reviewed to determine next steps. If any new information is discovered, a follow-up MDR will be filed.

Event description:
It was noted that when a portable liquid oxygen unit was filled, it was leaking oxygen. The portable unit was removed from service and will be inspected and repaired. The unit was returned to the manufacturer as a repair prior to receiving the form FDA 3500a submitted by the hospital. The unit was repaired and sent back to the provider. The repair traveler will be reviewed and next steps will be determined.

Event description:
From evaluating the repair record, the issue was confirmed. The leaking liquid oxygen was due to an outer bottle bracket leak. These type of leaks are rare and would typically happen only if the product sustained a significant impact.